Manufacturer narrative:
D9: device available for eval, returned to manufacturer. H2: device evaluation- no. H6: remove: 10, 120, 23. D9: device available for eval, returned to manufacturer. H2: device evaluation- no. H6: remove: 10, 120, 23.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. No additional patient or event information was available. A root cause could not be determined. Two replacement transmitters were sent to the customer. One transmitter will have a device evaluation.